Event description:
During post operative programming, it was reported the patient ((B)(6)) is not receiving effective therapy coverage to the left back from her newly implanted lead. The physician admittedly had difficulty placing the device during the implant procedure, and it is suspected the final lead placement was short of midline. Subsequent attempts to address this matter via programming have proven unsuccessful. The physician is considering surgical intervention as a means to address the coverage issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.